Event description:
Allegedly the component was removed during revision surgery of another component.

Manufacturer narrative:
Additional information received (B)(6) 2011: patient identifier - (B)(6); patient weight - (B)(6); catalog lot number - pha0-1224, (B)(4); original surgery date (B)(6) 2008, revision surgery (B)(6) 2010; manufacture date - 09.08.2007. Corrected information received (B)(6) 2011: 510k submission number - k060358. This is the same event as 1043534-2010-00263, 00265. This event occurred in (B)(6).

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. No complaint was stated against this device. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00263, 00265. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Product not returned. Complaint history reviewed. Product conformance could not be determined. Use of device could not be determined.

Event description:
Allegedly the component was removed during revision surgery of another component.

Event description:
Allegedly the component was removed during revision surgery of another component.